Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that that the 3d scan "acquisition disable" massage appeared. 2d scan was tested and passed. Mechanical passed testing. A medtronic representative returned to the site to perform troubleshooting. The communication settings were checked and did not help. The software was uninstalled and reinstalled. The issue did not resolve. Logs were taken from the system. A medtronic representative returned to the site to perform further troubleshooting. All cable connections were checked and verified especially the detector connections and communication between the mobile view station (mvs) and image acquisition system (ias). Clearing the data base with patient data did not resolve the issue. During testing, it was found the "imaging protocols" were missing and needed to be created. The protocol was created and the issue resolved. Following the uninstall and reinstall of the software, navigation verification accuracy needed to be performed but was not possible at that time. The site was informed not to use the system. The navigation verification was set up to be performed the next day. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when a manufacturer was on-site to check the system after it had been crushed into the operating room (or) door, it was discovered that 3d scan was not possible. Fluoro was working okay. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The system troubleshooting and recon figured to recover imaging acquisitions for 3d,2d, m-2d with all 3d functionalities. The software functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.